Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on: apr. 23, 2024. Section h3: device evaluated manufacturer? Yes. Device evaluation: visual inspection was performed on the suspect product and found the tip of the plunger rod was damaged, however this could be damage that occurred during shipping. The cartridge tip had stretch marks/damage however the damage is within specification for a used device. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected and presented no damage however viscoelastic residue was observed. The device assembly was inspected, and no issues were identified however viscoelastic residue was below the lens module indicating an excessive amount may have been used which could have contributed to the complaint event. The plunger rod advancement was evaluated, and no issues were identified. The lens was inspected and presented a haptic detached, tear in the lens, scratches on the optic body, and a chip removed from the edge of the lens. No further evaluation was performed. The complaint issue "dc-cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an eyhance intraocular lens (iol) was found to be cracked in center upon implantation/ fully inserted. Lens removed and replaced. The lens appeared scratched in center after placement, explanted immediately during the same procedure. The back-up iol same model and diopter size was put as replacement. No capsule tear. Patient required larger incision and sutures. The patient post-op outcome was unknown. No other information was provided.